Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding and dyspareunia. The patient underwent mesh revision on (B)(6) 2010 due to pelvic and abdominal pain, vaginal mesh erosion and cystocele. The patient underwent mesh revision on (B)(6) 2011 due to cystocele, pelvic discomfort and complications associated with mesh prosthesis. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03175 and medwatch 2210968-2013-03176. The same patient is represented in each medwatch.